Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, concentric and heavily calcified, mid coronary right artery that was 90% stenosed. A 3.5 x 15 mm nc traveler was used for pre-dilatation, but the balloon ruptured during the first inflation at 8 atmospheres. The device was therefore replaced with a 3.25 x 15 nc traveler for predilatation followed by stent deployment to successfully complete the procedure. There was no resistance while advancing the nc traveler to the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.